Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 31.8 mmol/l (572.4 mg/dl) while wearing the pod for between 25 and 36 hours. The patient removed her shirt and the pod fell off the infusion site (arm). The patient noticed the cannula was bent and there was blood and insulin leaking.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.